Event description:
It was reported the hcp suspected a subdural catheter as the pt experienced relief of spasticity, but had episodes of flaccidity and overdose symptoms. There was good backflow when transected. The pump and catheter were replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.